Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that evaluation of the unit verified the AED pro will not power on during testing. Upon internal inspection, observed evidence of fluid ingress causing internal water damage to components. Determined the device is unrepairable and was scrapped due to internal damage caused by fluid ingress. No emerging trend based on similar reports.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant did not indicate that there was any patient involvement in the reported malfunction.